Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "dark discharge from the right nipple", "solid, isoechoic, polylobulated nodule measuring approximately 7mm in the external supraareolar area", and "image suggestive of intracapsular rupture¿ confirmed via ultrasound. This is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "dark discharge from the right nipple", "solid, isoechoic, polylobulated nodule measuring approximately 7mm in the external supraareolar area", and "image suggestive of intracapsular rupture¿ confirmed via ultrasound. This is for the right side. The device has been explanted.